Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown stent graft was implanted in the endovascular treatment of a abdominal aortic aneurysm on an unknown date. It was reported that 6 endoanchors were implanted to treat migration and an endoleak. It was reported on the date of a follow-up visit approximately 1 year post the index procedure, it was noted the patient had left leg emboli secondary to distal iliac limb thrombosis. The patient experienced leg numbness as a result. Intervention was performed where a thrombolysis and thrombectomy were completed. The event resolved.  The event was assessed by the site as unlikely related to the device (uncertain which device) . The sponsor assessed the event as related to device. No additional clinical sequelae were provided and the patient is fine.